Event description:
The customer reported that while monitoring a patient, the qube bedside monitor would intermittently lose all patient vitals. The patient was moved to a different monitor and the faulty unit was shipped to spacelabs healthcare depot repair. The customer reported they were able to recreate the reported loss of parameters with all modules. The device was received and evaluated by a equipment service center technician. The technician confirmed that the monitor failed to communicate with modules due to a faulty sdlc pcba. The device was repaired and returned to the customer.